Manufacturer narrative:
Device evaluation update: g6, h2, h3, h6 and h11. Findings / root cause: lack of filter maintenance has caused the micronelu65h4 blower to fail.

Event description:
Additional information received indicates that the customer sent over logfiles for further investigation.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). G4: PMA/510(k) # - sku 301.100.000 is marketed outside us. Sku 301.100.030 is a similar device and marketed in us therefore this devices PMA/510(k) # was provided. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the unit is not working and giving tf 316-blower failure alarm. They have provided the logs. According to logs and blower test screen, seems blower is faulty and not working of this unit, blower temp high alarm 241 and blower temp too high was triggered 20 times on 11th and 12th jun, unit was continuously running user didn¿t give any attention on these alarms. Finally blower got defective on 12-06-2024 9:30:01 pm and ventilator triggered alarm 316-blower failure.